Event description:
Alaris extension set # 20022 was being used to infuse dopamine, the tubing was discovered to be leaking between the tubing and the male luer. A previous report was filled on the same item number because of the same issues. Alaris's notification file # (B) (4). (B) (4) form was completed on that item on 02/27/2010. The original packaging not available for lot# or exp date.